Manufacturer narrative:
It was reported that "the bed is grinding when going up and down and the remote cord seems to have some electrical problems, it only works sometimes. It was further reported that the issue occurred while raising and lowering the bed. Additionally, it was reported that when raising and lowering the entire bed and the head section, a grinding noise was heard, described as something pressing against or hitting the drive shaft. It was also reported that the noise appeared to originate from the head side of the bed rather than the middle."there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that "the bed is grinding when going up and down and the remote cord seems to have some electrical problems, it only works sometimes."